Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery, battery / (B)(4)/ model #: 1650 / expiration date: 2016-02-29, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2015-02-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries may have been damaged by the battery charger as an error was causing the serial numbers of the batteries to be logged as "0" on log file analysis. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary::the returned battery serial (B)(4) passed visual inspection and during the functional testing revealed that the battery was received in a "sealed" state. The supplemental testing was performed. However, the battery housing was not opened. After unsealing the battery by software, the battery came back to life again and responded nominally after. A second ti screen capture was obtained with a passed result. The log file analysis revealed that the battery (B)(4) displaying 0 on the battery ID. This was most likely due to a communication failure from the battery to the controller used pre smr, wherein the controller could have sent a wrong command to the battery leading to sealing of the battery. This was most likely due to a communication failure from the battery to the controller used pre smr. Battery (B)(4). D4: expiration date: 2016-02-29 UDI #: (B)(4). D10: yes h4: mfg date: 2015-02-28 h6: FDA methods code(s): 10,4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 product event summary:the returned battery (B)(4). Passed visual inspection and during the functional testing revealed that the battery was received in a "sealed" state with ti screen capture partially active. The supplemental testing was performed. However, the battery housing was not opened. After unsealing the battery by software, the battery came back to life again and responded nominally after. A second ti screen capture was obtained with a passed result. The log file analysis revealed that the battery (B)(4). Displaying 0 on the battery ID. This was most likely due to a communication failure from the battery to the controller used pre smr, wherein the controller could have sent a wrong command to the battery leading to sealing of the battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries (bat204930 and bat205413) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of returned battery charger revealed that the device passed visual and functional testing. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing revealed that the test equipment was unable to read the battery status. Unknown batteries with a serial ID of ¿0¿ due to a sealed state. A master reset was able to reestablish communication with test equipment. As a result, the reported "battery charger damaged the batteries" event could not be confirmed; however, the batteries ID were logged as "0" in the logs was due to a communication error between the controller and batteries. The most likely root cause of the batteries logging "0" event can be attributed to communication error between controller and batteries. Battery bat205413 expiration date: 2016-02-29 UDI #: (B)(4) : mfg date: 2015-02-28 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to the reopening of an internal investigation that resulted in a clarification to the device failure narrative and device coding. The awareness date of this report is based upon the completion date of the reopened investigation activity. Product event summary: the batteries ((B)(6) and (B)(6)) and battery charger ((B)(6)) were returned for evaluation. The battery charger ac adapter ((B)(6)) was not available for analysis. There is no allegation for a device malfunction against (B)(6) and (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of returned battery charger revealed that the device passed visual and functional testing. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing revealed that the test equipment was unable to read the battery status. Additionally, log file analysis pertaining to (B)(6), revealed unknown batteries with a serial ID of ¿0¿ due to a sealed state. A master reset was able to reestablish communication with test equipment. As a result, the reported "battery charger damaged the batteries" event could not be confirmed; however, the batteries ID logged as "0" in the logs were confirmed. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main int egrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Supplemental report is being submitted for device analysis. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.